Manufacturer narrative:
Agent reported revision surgery due to patient was experiencing pain. Complaint has been evaluated and is similar to report number 1644408-2023-00488; 509-02-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had pain adduction.